Event description:
Device 2 of 3. Reference MFR report#: 1627487-2011-05287. Reference MFR report#: 1627487-2011-05289. The pt received her scs system on (B)(6) 2011 including 3 percutaneous leads (from the same lot), 3 lead anchors (from the same lot), and 1 lead extension. The pt's stimulation began to change on (B)(6) 2011. The stimulation could not be regained via reprogramming because all the contacts were found to be invalid. X-ray results revealed that the leads had migrated. As a result, the leads, lead anchors, and lead extensions were explanted and replaced. The pt regained adequate stimulation post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.